Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. Additionally, it was reported that a cartridge alarm 05 occurred. Reportedly, the customer had followed the prompts during the load sequence. It was also reported that insulin drips were not observed to be exiting the tubing during the load fill process and a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Reportedly, the cartridge was changed to address the issues and insulin delivery was resumed. Customer¿s blood glucose level was 150 mg/dl.